Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion. This is one of two manufacturer reports being submitted for this case.

Event description:
Edwards received notification from a field clinical specialist. As reported, the patient underwent successful tavr with a 23mm sapien 3 ultra valve. However, during deployment, operator noticed that the inflow portion of the s3u valve was not expanding in the traditional fashion. The outflow portion of the valve expanded immediately as the balloon was inflated but the inflow portion was significantly delayed in expanding. The valve was successfully deployed, and the patient was unharmed. Per the deployment video provided, the inflation of the balloon was constrained at distal end, with distal constraint eventually overcome and full inflation achieved. Additionally, the soft tip of the esheath seemed to be missing.

Manufacturer narrative:
The device was not returned for evaluation as it was discarded. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint inflation difficulty during valve deployment was confirmed based on the review of provided procedural imagery. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. Additionally, as no work order was provided, a DHR review was unable to be performed to determine if a manufacturing non-conformance may have contributed to the event. A review of the IFU/ training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported , ''during deployment [...] The inflow portion of the s3u was not expanding in the traditional fashion. The outflow portion of the valve expanded immediately as the balloon was inflated but for some reason the inflow portion was significantly delayed in expanding.'' Although it was reported that no resistance was encountered when the valve/delivery system exited the sheath tip, and no damage was noted on the sheath upon removal from the patient, the procedural imagery review indicated otherwise. The images revealed asymmetrical balloon inflation, confirming the complaint. Additionally, the distal tip of the associated sheath was not visible under fluoroscopy, suggesting a potential circumferential tear and separation of the sheath tip. To further investigate the potential for sheath tip tearing and separation, x-ray imaging was performed on a sample sheath with an intact tip and a sample delivery system fully inserted. The objective was to examine the visibility of the non-radiopaque sheath tip located distal to the radiopaque c-marker. The resulting x-ray image confirmed that the sheath tip beyond the c-marker is indeed visible and appears continuous with the outline of the proximal sheath shaft. Notably, the tip's outline is more distinct in the x-ray image than in fluoroscopic views. This difference is mainly due to factors such as imaging modality (fluoro vs. X-ray), and imaging conditions like patient's body mass, anatomical complexity, equipment settings (intensity) and c-arm positioning. While no evidence was found to suggest a manufacturing non-conformance contributed to the complaint, the investigation shows that the reported event may be related to device interaction caused by a potential circumferential tear at the sheath's distal tip. Such a tear could have lodged onto the distal end of the valve, preventing it from deploying evenly. A product risk assessment (pra) has previously been initiated to investigate the issue. No device problem or manufacturing non-conformance that would have contributed to the complaint event was identified during the evaluation. No labeling/IFU deficiencies were identified. However, the investigation suggests that the reported event is likely related to device interaction resulting from a potential sheath's distal tip torn . A pra has previously been initiated to investigate the constrained inflation and its associated risks. There is no confirmed product nonconformance, therefore corrective or preventative action is required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. This is one of two manufacturer reports being submitted for this case.